Event description:
It was reported that change sensor occurred. The sensor was inserted into the arm on 024. The product was evaluated. An external visual inspection was performed and passed. A review of the performance data was performed and early sensor expiration was found within the investigation window. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a change sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that change sensor occurred. The sensor was inserted into the arm on 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a change sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.